Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. System showed multiple error in logs and all errors pointed toward executive board fault. The fse replaced executive processor board (0670-00-0770) and loaded b.17 software. Performed calibrations and performed all manifolds check. Cleared fault table. Operated system on simulator with no failure or reoccurrence of previous faults. Released system to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no patient harm reported.